Event description:
Ous MDR - in (B)(6) 2011, the left ventricular lead had been disabled due to a suspicion of a partial fracture. This lead to a worsening of heart failure. On (B)(6) 2012 the lead was revised. This is all of the available information at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.